Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that patient presented to the operating room for implant procedure. During procedure, it was observed that the left ventricular lead exhibited capture anomaly. The lead was not used. Another lead was implanted successfully. The patient¿s condition before, during and post procedure was stable.